Manufacturer narrative:
One used fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle. No ts were returned. Approximately 13 inches of suture was returned which showed no abnormalities. The actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pathological conditions in the soft tissue that would prevent secure fixation. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during meniscus repair surgery, after t1 was secured meniscus, it was found t2 can't be secured. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.